Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation had a breached depression. It was also noted that the distal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism.

Event description:
It was reported that the right ventricular lead was dislodged during the implant of another lead two weeks prior. The lead was explanted and replaced. No patient complications have been reported as a result of this event.